Event description:
The customer reported the video system is unable to display image. The event occurred during preparation for use, prior to a diagnostic procedure. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported issue of no image was not confirmed. However, both a and b lamps were missing. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the indicated phenomenon was caused by the defect of the lamp a & b. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.